Event description:
Pt was placed on a pulse oximetry monitor during is emergency room visit. At discharge, the pulse oximetry probe was removed causing a wound to the finger requiring a dressing as well as visits to the wound care center.